Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
Patient reported, that they were seen by their dentist for their six month check up. The dentist advised them to tell byte, that there is mobility on #23, 25 and 26. The dentist informed the patient to ensure the orthodontist reviews this. The dentist also noted, that a lower tooth has a chip, which is an old issue. That tooth is still a bit forward. The patient, that they have been feeling increased pressure the past 3-4 days on #23, 25 and 26. Requested, patient to provided mobility video.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.